Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the tip was cut and separated from the shaft. Additionally, both the tip and shaft were cut longitudinally. The tip was cut from the distal portion to the fourth electrode. The shaft was cut into two sections, from the fourth electrode to the cut that separated it from the shaft, and from the handle towards the mid shaft section, making this last one six (6) inches cut approximately. In addition to this, reddish threaded like material was attached and a cut electrode was received for analysis. The other two electrodes were not returned. Lastly, it was noticed that another portion of the threaded like material was coming from the 6-inch cut found in the handle to the mid-shaft area of the device. A microscopical inspection around this cut was performed and it was confirmed that the threaded like material was related to the separation of the polytetrafluoroethylene (ptfe) from the inner walls of the vizigo sheath. Additionally, reddish material was found around the ptfe detachment area. According to the photos provided by the customer, threaded-like material covered with reddish material was observed. This material could also be related to the ptfe detachment from the inner walls of the vizigo sheath. Further investigation could not be performed due to the condition of the returned vizigo sheath. A device history record evaluation was performed for the 60000625 finished device, and no internal actions related to the reported complaint condition were identified. The internal components exposed issue reported by the customer was confirmed. The potential cause of the detachment of the ptfe could be related to the interaction between the vizigo sheath and the third replacement catheter made during the procedure; however, this could not be conclusively determined. The potential cause of the damage to the shaft, tip, and electrodes of the device could be related to the handling of the device after the procedure; however, this could not be established conclusively. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. Use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. Failure to use the stylet for transseptal needle may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. Use only with compatible transseptal needle. For a list of compatible transspetal needles, contact your customer support or biosense webster representative. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and ultrasound imaging displayed debris on the tip of the vizigo sheath. Upon removal of the vizigo sheath, it was discovered that there was a plastic knot of the sheath's inner lumen on the end of the sheath. The procedure continued post sheath exchange. The patient was stable throughout the procedure and stable on transfer to recovery. The activated clotting time (act) was maintained above 350 throughout the procedure. No adverse patient consequence was reported.